Event description:
It was reported that the inflatable penile prosthesis (ipp) was infected. Due to this, a surgical procedure was performed to replace the system with a tactra. There were no further patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).